Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The power controller board was replaced. No report of patient involvement. Unique identifier - (B)(4).

Event description:
The hospital reported the unit intermittently goes into a system malfunction. There was no report of patient involvement.